Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb, power pcb, and interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined the cause of the reported malfunction to be a shorted capacitor designator c13, on the interface pcb assembly. The malfunction resulted in damage to several components on the system/memory pcb and power pcb assemblies.

Event description:
It was reported that the device would not power on. There was no pt use associated with the event.